Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that the right ventricular lead was explanted and replaced to resolve the event. There was no known patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of far-field p-wave oversensing were noted on the right ventricular (rv) lead. Technical support was contacted and revealed increased capture threshold, variation in sensing threshold, episodes of undersensing, and noise were also noted on the right ventricular (rv) lead. X-ray imaging was conducted and revealed rv lead dislodgement. No intervention has been conducted at this time but lv lead revision is expected at the patient's next follow up. The patient was stable with no consequences.